Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in japan as follows: on (B)(6) 2012 a surgeon was performing surgery on the fifth proximal phalange, using a modular hand system. As the surgeon was inserting the third cortex screw into the plate, surgeon felt slight resistance, and then the screw head broke off. Surgeon decided to pin the phalange with a k wire instead of using the plate, because he broke the plate in order to remove the broken screw. Surgeon decided to use the k wire and remove the other hardware because he was unsure of the strength of the broken screw. This is 2 of 2 reports for this event.